Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that after connecting the catheter to the port, the physician verified the system's permeability by injecting and aspirating solution and a leak was identified in the septum ring. There was patient involvement, and no harm as result of this event.

Manufacturer narrative:
D3 - postal code, g4 - PMA/510(k) #: corrected. D3 - zip code: must be blank. The suspect product was returned for evaluation. The lot history review was performed, and it was confirmed that there were no previous conformities noted. The leakage from the septum ring was confirmed from the video provided for the investigation. The allegation made by the complainant was confirmed. However, the probable root cause of the event was unable to be determined.